Event description:
Two tpn bags mixed on the exacta-mix" 2400 (em2400) compounder had a highest-that-anticipated volume of the calcium gluconate ingredient. The report stated that the pags were infused to two neonatal pts. The first tpn pt (bag number 144) received 12 hrs of a 24-hr infusion (approximately 50% of the total solution) and the second pt (bag number 140) received a smaller infused volume before the tpn was discontinued. Bag number 144 was discontinued when nurse reported discoloration of the pt's hands. This pt was subsequently infused with fluids and IV lasix. Bag number 140 was started later, but also discontinued, and no med or surgical intervention was required. The infusion of tpn was subsequently doscontinued for all pts. According to risk management staff, neither pt suffered permanent illness or injury as a result of the higher-than-anticipated volume of calcium. For both bags, the abacus" tpn calculation software was used for order entry and calculation of the individual volume for each ingradient in the tpn solution.